Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified. Based on the analysis, the alleged touchscreen resolution issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and the screen was difficult to read. Reportedly, the reason for the cracked screen was unknown. There was no reported impact to the customer's blood glucose levels. As the pump was still functional, customer continued to use the pump for insulin therapy.